Event description:
Noise can be seen on the rv intracardiac channel and the ff channel beginning on (B)(6) 2025. Inappropriate nst detections are occurring. The pacing impedance has trended down slightly, along with the sensing. The short rv interval counter has been trending >249/day since the beginning of (B)(6). Full lead evaluation recommended. No adverse events reported. Lead remains implanted.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. On (B)(6) 2025: fracture was reported and the lead was explanted. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Noise can be seen on the rv intracardiac channel and the ff channel beginning on (B)(6) 2025. Inappropriate nst detections are occurring. The pacing impedance has trended down slightly, along with the sensing. The short rv interval counter has been trending >249/day since the beginning of (B)(6). Full lead evaluation recommended. No adverse events reported. Lead remains implanted.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.